Event description:
During or case anesthesia machine developed circuit leak.from biomed investigation: checking the logs, there is only one entry for the mixer failure. Error = mixer o2 selection vlv fail issue/cause = alternate o2 screen mixer status bit: sts_selv_voxy_notify_fail . Reason = the status of the o2 selector valve does not match the commanded state. Medium ac, mixerresolution = reboot system. If problem continues, replace the mixer. Pn = mixer assembly - complete (B)(6).